Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00095 2245270-2024-00096 the failed devices were returned to vygon for evaluation as part of the complaint investigation. The reuslts of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter breakage at the pink tip and the catheter. This situation occurred twice in the same week on the same patient. This catheter is a model that we are not used to using, as the product we usually use is out of stock. Following an analysis carried out to check if we were following the installation procedure correctly, we noticed on the company's website that similar incidents had been reported with this product. Despite the catheter breakages, there was no impact on patient safety. The incidents were promptly identified, and appropriate measures were taken to ensure the patient's well-being. The catheters were removed. A new catheter from another company was installed.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00095. We received two catheters attached to a needle-free connector as faulty samples. The first catheter was shortened at the 8 cm marking. The attempt to flush the catheter was successful; however, a leakage was detected directly at the pink adapter. Microscopic examination revealed that the catheter tube was partially detached from the pink adapter. The fracture surface was very rough, indicating the presence of excessive tensile force. The second catheter had adhesive residues on both the pink adapter and extension and was shortened at the 10 cm mark. Microscopic examination revealed a tear approximately 0.13 mm in length. The fracture surface was also rough and whitish, indicating both excessive tensile force and the use of alcohol-based disinfection. Although, the customer mentioned that during the installation, skin disinfection is performed with 0.5% chlorhexidine in 70% alcohol, and this disinfectant never comes into contact with the catheter. Furthermore, the customer stated that a pump was used for infusion, and a 5ml syringe was used for flushing the catheter. The product's IFU includes the following warnings: -be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. -caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. - caution: do not exceed a bolus injection pressure of 1,5 bar. Do not use an infusion pump that has infusion pressures that can exceed 1,5 bar as this will burst the catheter. A review of the batch history records was performed, and no deviations were found. All batches complied with its specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. There is one further complaint regarding a leaking catheter at the pink adapter on code 1261.306a within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: as both catheters worked well for 5 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Catheter breakage at the pink tip and the catheter. This situation occurred twice in the same week on the same patient.the catheters were removed. A new catheter from another company was installed. Despite the catheter breakages, there was no impact on patient safety. The incidents were promptly identified, and appropriate measures were taken to ensure the patient's well-being.